Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with a coolcurve+ applicator to the back bra roll on (B)(6) 2014 and (B)(6) 2015; and with coolcore applicator to the lower right abdomen on (B)(6) 2015, the lower left abdomen on (B)(6) 2015, the upper abdomen on (B)(6) 2015 who developed paradoxical hyperplasia (pah/ph) 4 months after treatment. On (B)(6) 2017 a physician diagnosed the patient with pah and fibrosis. Pah was confirmed to the upper abdomen and back bra roll and was not ruled out for lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting with a coolcurve+ applicator to the back bra roll on (B)(6) 2014 and (B)(6) 2015; and with coolcore applicator to the lower right abdomen on (B)(6) 2015, the lower left abdomen on (B)(6) 2015, the upper abdomen on (B)(6) 2015 who developed paradoxical hyperplasia (pah/ph) 4 months after treatment. On (B)(6) 2017 a physician diagnosed the patient with pah and fibrosis. Pah was confirmed to the upper abdomen and back bra roll and was not ruled out for lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.